Event description:
Device malfunction : difficult to retrieve filter basket. Time of malfunction: during procedure. Symptoms: none. It was reported that during a carotid procedure, post stent deployment, the filter basket could not be retrieved using the rc2 recovery catheter. It was noted that the filter basket would move distal as the rc2 was being advanced during the retrieval/basket capture attempt. There was no vessel spasm noted. The rc2 catheter was removed and the rc1 was attempted. Rc2 was inspected after removal and the tip was noted to appear kinked, the rc1 (shaping ribbon) was successful in recovering the filter basket, however, a lot of resistance was encountered getting the basket to collapse. There was no patient consequence noted. After removal from the anatomy the devices were visually examined, and it was noted that one of the filter basket struts appeared to have damage, but it was intact. There was no additonal patient or event information availabl.e.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the filter basket was returned expanded with the guide wire portion inside the recovery catheter 1 (rc1). The filter basket was expanded 0.8 cm distal to the tip of the rc1 recovery catheter. There was blood visible on the filter basket and rc1 recovery catheter shaft. There was no visible contrast. There was one strut broken and missing on the filter basket. The strut breaks were in three locations; location (1) at the proximal bushing and location (2 & 3) at the center of the filter basket. The fracture faces at the three breaks were jagged. There was a slight bend in the guide wire tip 0.8 mm proximal to the tip ball. There were stretched coils on the tip 2.5 cm proximal to the tip ball for a length of 0.35 cm. There was a bend in the guide wire 6.5 cm distal to the very proximal end of the guide wire. There was a tear and three deep scratch marks at the distal end of the tip of the rc1 recovery catheter. The deep scratch marks on the rc1 recovery catheter were 0.4 cm in length. There were jagged edges at the distal end of the tip. There was no other damage noted to the filter basket and rc1 recovery catheter. Dimensional: the length of the rc1 tip was measured and it is within specifications.the recovery catheter 2 (rc2) was returned with blood visible on the shaft. There was no visible contrast. The shaft was kinked and bunched 2.1 cm proximal to the tip for a length of 0.6 cm. There were six bends in the shfaft 6.5 cm, 39.0 cm, 46.0 cm, 51.0 cm, 59.0 cm and 69.0 cm distal to the strain relief tubing. There was no other damage noted to the catheter. The filter basket and the rc1 recovery catheter were sent to the scanning electron microscopy (sem) lab for further analysis. Quality egineering has reviewed the incident information and returned device analysis. Visual analysis of the filter basket exhibited three fractures, two at the proximal end of the filter material and one in the proximal support leg near the bushing. The fracture faces at the three breaks were jagged. The sem analysis suggests that the fractured faces revealed dimple rupture, indicating ductile overload. There was slight bend in the guide wire tip and stretched coils proximal to the tip ball. The cause of these damages is unknown. The distal end of the recovery catheter 1 (rc1) demonstrated damages to the outer surface and the tip of the catheter. The sem analysis demonstrated that the device exhibted jagged edge wrinkles, creases, a few longitudinal impressions and a region of wall thinning. The cause of the jagged end and outer surface impressions can not be determined. In addition, the recovery catheter 2 (rc2) was examined and it was noticed that the shaft was kinked and bunched proximal to the tip and there were six bends in the shaft. It is possible that the rc2 encountered resistance and did not track forward. Applying additional force failed to advance the catheter and may attributed to the damages. A review of the finished device lot history record did not reveal any no non-conforming material reports that could have contributed to this complaint. Quality engineering was unable to indentify a conclusive root cause; however, the event may be related to the operational context in which the device was utilized and it does not appear to be related to a product quality issue. Quality engineering will continue to monitor and trend for this type of failure mode for future action. This MDR is considered closed by the quality assurance department.